Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. Literature title: outcomes of iliac artery aneurysm repair using iliac branch endoprosthesis (ibe) at our institution source: the 54th annual meeting of japanese society for vascular surgery. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following literature was reviewed: nobuhiro mochizuki, et al. "Outcomes of iliac artery aneurysm repair using iliac branch endoprosthesis (ibe) at our institution" the 54th annual meeting of japanese society for vascular surgery. We reviewed the clinical outcomes of treatment for iliac artery aneurysms using the gore® excluder® iliac branch endoprosthesis (ibe). The review included 15 cases in which imaging evaluation was possible. The acute branch patency rate was 80% (12/15 cases). Severe tortuosity and a small internal iliac artery diameter were identified as strong predictors of occlusion. In addition, a lower patency rate was observed in cases outside the instructions for use (IFU) (p = 0.038), while the effect of calcification was not statistically significant. Careful assessment of iliac anatomy (tortuosity, internal iliac artery diameter, and IFU) is essential to maintain internal iliac artery branch patency after ibe placement.